Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00434 thru 3012447612-2017-00436.

Event description:
It was reported that the tulips of three pedicle screws detached from the threaded shafts outside of a surgical setting. There were no surgical or patient impacts. This is report one of three for this event.

Manufacturer narrative:
None of the three screws associated with this event were returned for evaluation. A photograph of one of the devices was provided, but the identification information was not provided so it is unknown which of the three screws is in the photo. The photo confirmed the tulip disassembled from the shaft and the retaining ring moved within the tulip. However, the cause of the disassembly cannot be determined by reviewing the photo. A review of the manufacturing records did not identify any issues which would have contributed to this event.